Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for two patient samples tested for ise indirect na, k for gen.2 (sodium, potassium) on a cobas 8000 ise module (c8kise). The erroneous results were reported outside of the laboratory. The first sample initially had a sodium result of 107.1 mmol/l that repeated as 141.2 mmol/l. This sample also had an initial potassium result of 3.0 mmol/l that repeated as 4.1 mmol/l. The second sample, from a (B)(6) male, initially had a sodium result of 234.3 mmol/l accompanied by a flag. The user repeated this sample since there was a flag on the initial sodium value and the repeat sodium result was 140.9 mmol/l. The initial potassium result for this sample was 7.4 mmol/l and it repeated as 4.5 mmol/l. No adverse events were alleged to have occurred with the patients. The sodium and potassium electrode lot numbers and expiration dates were asked for, but not provided. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided.

Manufacturer narrative:
Possible root causes of the issue include air in the sample channel, leakage of current coming from the waste, and leaks in the ise/reference line. (B)(6). The customer has provided data for four additional patient samples (samples 3 through 6) that were tested at the same time and had erroneous initial sodium and potassium results that were reported outside of the laboratory. The third sample initially resulted with a sodium value of 146.9 mmol/l and repeated as 134.4 mmol/l. The fourth sample initially resulted with a potassium value of 5.3 mmol/l and repeated as 4.3 mmol/l. The fifth sample initially resulted with a sodium value of 101.7 mmol/l and repeated as 142.8 mmol/l. The sixth sample initially resulted with a sodium value of 123.1 mmol/l and repeated as 141.7 mmol/l. No adverse events were alleged to have occurred with these additional patients. (B)(6).